Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation, however, a medical record review was performed. The investigation is confirmed for the reported catheter kink. According to the medical record, post port deployment, the patient presented for replacement of dysfunctional port. Subsequently, the previous port was initially approached by making an incision over the internal jugular insertion site and isolate the catheter with the goal being to thread a wire down the catheter and use it to facilitate insertion of the new port. Following this, the pocket was opened with a 15 blade and the port was bluntly freed from the pocket and removed. At this point, the catheter was transected and delivered through the internal jugular insertion site providing a mechanism for introduction of a wire into the superior vena cava. A glide wire was used and was manipulated down into the right atrium. The catheter did double on itself but did apparently pass the area of narrowing. Eventually, a new port was brought into the field and tunneled to the insertion site. The guidewire was then removed, and the dilator was opened, and the catheter inserted. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 04/2018), h6 (method). H11: b5, e1, e3, g2, h6 (result and conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that some time post port placement, the device allegedly kinked and coiled by causing severe stenosis of the superior vena cava. The patient status was unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 04/2018).

Event description:
It was reported that some post port placement, the device allegedly had kink and coiled. It was further reported that the patient experienced stenosis. The patient status was unknown.